Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - issue due to degradation of the affected component. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the device exhibited a cut on the probe unit, a chip on the adhesive around the lens, and white debris in the air/water channel. There was no patient involvement.